Event description:
A customer reported that the battery of the t:slim x2 pump was not charging. Testing showed there was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by using the original charging supplies, and no further assistance was required.